Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However the inner insulation was kinked buckled. The outer insulation was breached cut and had a white substance on it as well as a cosmetic depression. There was apparent explant damage. The proximal segment was returned for analysis.

Event description:
It was reported that the right ventricle lead has high impedance and noise. One inappropriate shock was delivered. The lead was removed. No further patient complications have been reported as a result of this event.